Event description:
Septum was leaking post placement or possible catheter disconnect.

Manufacturer narrative:
Device was not returned. Per sales rep, the doctor accidentally sheared the catheter when implanting it.